Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited some undersensing during atrial flutter episodes. The patient was being cardioverted to correct the underlying rhythm with a plan in place for lead reprogramming. The lead remains in use. No patient complications have been reported as a result of this event.